Event description:
The customer contact reported that the pump was returned to the biomedical engineering department with an unsigned note that stated, "won't switch from primary to secondary." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reported adverse patient events while the device was in clinical use. Though requested, no additional information was provided.